Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented; cat#: 5515-f-402; lot#: uehsd. Triathlon prim tib baseplate - cemented; cat#: 5520-b-300; lot#: mwrfd. Triathlon symmetric x3 patella; cat#: 5550-g-360; lot#: rwav. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Procedure: patient underwent irrigation and debridement for a hematoma with only a liner exchange. In the same procedure, patient also had a manipulation under anesthesia.

Manufacturer narrative:
An event regarding revision with irrigation and debridement for a hematoma involving an triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies . Complaint history review: a complaint history review was not performed as the indication for revision was not provided; no device specific failure modes were identified. Conclusions: neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Procedure: patient underwent irrigation and debridement for a hematoma with only a liner exchange. In the same procedure, patient also had a manipulation under anesthesia.